Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient uses tonic therapy and lost therapy a few years back. As such, patient underwent surgical intervention where the ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.